Event description:
It was reported that the device reached elective replacement indicator (eri) with possible early battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: concomitant: 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).